Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the wake button was not working, requiring the customer to press the wake button multiple times. Reportedly, the pump display turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use the current pump for insulin therapy.